Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had issues. The following information was provided by the initial reporter: material no: 383313, batch no: 9238940. It was reported that an unknown issue occurred with the catheter. Event description per email states: my contact does not have any additional information at this time, but will forward incident report once it is received. Please feel free to reach out to customer and cc myself with any questions. The second page has not been completed because I don't have any details yet. I was made aware that they had two incidences, but the customer cannot meet to discuss until next week. I will provide all details as soon as I'm able.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had issues. The following information was provided by the initial reporter: material no: 383313 batch no: 9238940. It was reported that an unknown issue occurred with the catheter. Event description per email states: my contact does not have any additional information at this time, but will forward incident report once it is received. Please feel free to reach out to customer and cc myself with any questions. The second page has not been completed because I don't have any details yet. I was made aware that they had two incidences, but the customer cannot meet to discuss until next week. I will provide all details as soon as I'm able.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9238940. The review did not reveal any detected quality issues during the production process and all inspections were found to be within specification. As neither a sample nor a reported defect was provided, further evaluation could not be performed by our quality engineer team. If additional information was provided in regards to the event that occurred, our quality team would be able to perform a thorough investigation. At this time, no further action can be completed.